Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sensitivity to specific right ventricular (rv) amplitude and pulse width checks, and there were elevated thresholds observed with the rv lead. A chest x-ray confirmed that lead placement was normal. Reprogramming was performed, and the lead remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.